Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A new bolt was installed and tightened.

Event description:
The hospital reported the display fell off of the mounting arm. There was no report of patient involvement.